Event description:
Pt had bilateral total knee replacement uncertain as to date. In 1990 left total knee was noted to have breaking of the polyethylene and tibial lining. Pt was followed conservatively due to his aortic stenosis until he was unable to walk on it, which subsequently resulted in a total knee revision.